Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The impella device has been returned for evaluation. The purge assembly of the console was inspected. It was observed that the purge disc retainer had broken off of the purge assembly. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. The complainant reported a purge disc not detected alarm from their automatic impella controller (aic). It was reported that the procedure was completed successfully with another device. No reported harm or injury to patient.